Event description:
A customer in (B)(6) notified biomérieux of a misidentification of staphylococcus hominis as a low discrimination identification of staphylococcus aureus 50% / staphylococcus haemolyticus 50% when testing a patient isolate with the vitek® ms (ref 410895, serial (B)(4)). The initial test obtained the low discrimination result of s. Aureus 50% / s. Haemolyticus 50%. Repeat testing obtained an identification of staphylococcus hominis 99%. Staph latex testing was completed as an alternative test to determine if the isolate was coagulase negative or positive. The result was coagulase negative. Using the latex result of coagulase negative, the customer confirmed the identification as s. Hominis. There is no indication or report from the laboratory that the initial discrepancy led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of a misidentification of staphylococcus hominis as a low discrimination identification of staphylococcus aureus 50% / staphylococcus haemolyticus 50% when testing a patient isolate with the vitek® ms (ref (B)(4), serial (B)(4). No strain was submitted for investigational testing. The customer's data was reanalyzed for the investigation. This investigation concluded that the causes for the misidentification by the vitek® ms system were a lack of fine tuning monitoring and the customer's spot preparation was non-optimal. The "good peaks" detection was lower than the limit and this can have an impact on vitek® ms performance. In addition, the sample "all peaks" values were quite heterogenous, indicating that the sample spot preparation was non-optimal. Reprocessing of the customer data with vitek® ms knowledge base version 3.2 eliminated the two low discrimination identifications and obtained two single choice identifications of staphylococcus haemolyticus and staphylococcus hominis. However, as the system was not fully operational during the tests performed by the customer, the sample should be retested after a new fine tuning is completed. Local customer service (lcs) has been instructed to continue to monitor the fine tuning status for this customer and to provide additional training materials to the customer to help improve spot preparation.